Manufacturer narrative:
The device was returned to mmdg for evaluation. During the investigation it was found that the platen was visibly bent and damaged. The damage to the platen was so extensive that the pump was unable to be closed and no further testing could be done prior to the pump repair. The curlin pump does contain a warning label that states "warning: impact may cause damage. If dropped, pump must be checked for accuracy prior to use."

Event description:
The initial reporter stated that the pump platen door does not close. The initial reporter did state that this occurred during testing and there was no patient involved. (B)(4).